Manufacturer narrative:
The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that there was a kink in the control wire. The clip assembly was deployed and not returned. The most probable root cause has been determined to be operational context as evident by the kink in the control wire. The device met the design and manufacturing specification, but due to anatomical/procedural factors, performance was limited. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6), 2011. According to the complainant, during the procedure, they deployed the clip onto the target site however, the clip failed to release from the catheter. When the physician made an attempt to get the clip to release the clip fell into the patient in a closed state. It has been reported that there is no damage to the tissue. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy performed on (B)(6), 2011. According to the complainant, during the procedure, they deployed the clip onto the target site however, the clip failed to release from the catheter. When the physician made an attempt to get the clip to release the clip fell into the patient in a closed state. It has been reported that there is no damage to the tissue. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.